Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the au680 chemistry analyzer. Cts suggested that the customer replace the sample syringe with case, the reagent syringe with case, the photometer lamp and the sample probe. The probable cause is determined to be multiple hardware. Cts confirmed that the customer replaced the sample syringe with case, the reagent syringe with case, the photometer lamp and the sample probe to resolve the issue. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low total bilirubin (tbil) patient results on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.